Manufacturer narrative:
(B)(4).

Event description:
(Os 18.872). The dentist reported 15 days after the dental implant was installed in intraoral region #11, it was verified its loss of osseointegration. A 40 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii). The implant was carried out immediately. The patient presented infection.